Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, multiple non-reportable error code 25521 on the patient side manipulator (psm) 1 was observed. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by rebooting the system multiple times; however, the issue persisted. Tse reviewed the system logs and confirmed the error. Fse instructed the user to further troubleshoot either through a hard system power cycle and if needed, disabling psm 1. No further information was provided. The user continued with the da vinci-assisted surgical procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was not reproduced during field evaluation but confirmed through review of the system logs. The fse was unable to replicate the error on the patient side manipulator (psm) arm but proactively replaced the psm. Following replacement, the system was further tested, operated without issue and verified as ready for use. Isi has not received the psm involved with this complaint. A supplemental report will be submitted if the part is returned and once failure analysis has been completed or additional information has been received. Verification via logs confirmed a partial nephrectomy procedure on the reported event date of 12-oct-2022 using system sh2465. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, multiple errors 25521 on patient side manipulator (psm) 1 was observed. Fse investigation confirmed a faulty psm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) arm involved with this complaint and completed the device evaluation. During failure analysis, the psm arm was tested, operated with no issue and passed all testing. The reported error fault was not reproduced during functional testing. A proactive replacement of the embedded serializer for the instrument interface (esii) component on the psm arm was performed. After replacement, the psm arm was retested and confirmed to be within specification.